Event description:
It was reported that during a right colectomy procedure, the device was fired on the top portion of the anastomosis. After the device was fired, the tissue was cut. They removed the device and there were no staples present. Another device was pulled, the anastomosis was redone and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). User facility medwatch is attached. The analysis results showed that the device arrived in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.